Event description:
The patient reported experiencing an occlusion event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia (401 mg/dl). The elevated blood glucose was successfully managed by the patient through self-administration correction injection via multiple daily injection, resolving the issue with no further complications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380